Event description:
A customer in (B)(6) reported several false positive cefoxitin screen (oxfs) results when testing staphylococcus aureus patient isolates with the vitek®2 ast -p580 test kit (lot 3600725203), after updating to the vitek®2 system software version 8.01. The customer mentioned that the issue was happening to seven isolates per day. The customer stated that every s. Aureus strain was also isolated on chromid® mrsa agar and there was no growth. The customer suspected that the results obtained with vitek 2 as mrsa were false, as the mic for oxacillin was 0.25 or 0.5. The phenotype detected was modification of pbp (meca). The customer stated that some of the isolates were checked with meca pcr, and the results were negative. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to several false positive cefoxitin screen (oxfs) results when testing staphylococcus aureus patient isolates with the vitek®2 ast -p580 test kit (lot 3600725203), after updating to the vitek®2 system software version 8.01. The customer submitted four strains for evaluation. The absence of mrsa strains was confirmed by pcr with meca/mecc negative results. Cefoxitin disc diffusion results for all strains were susceptible. Tests performed on the ast-p580 card and system vitek 2 v8.01 impacted (aes parameters : eucast + phenotypic) : two ast-p580 cards (one from the customer lot # 3600725203, cl and one from a random lot # 3600683203, rl) were tested from cba (cos bmx) subcultures : negative oxsf tests and "acquired penicillinase" phenotypes were given by aes on both lots and all strains tested. - the oxsf tests results correlated with the disc diffusion result for all strains. - customer false oxsf positive results were not reproduced internally. A review of manufacturing materials and processes did not show any factors that could cause an increase of false positives. There was no instrument performance or maintenance issue, product stability, nor a measurement or standardization issue. It should also be noted that a certain degree of organism variability can lead to false positive cefoxitin screen results. These deviations are captured in the performance characteristics of the cefoxitin screen test. A review of the test method identified risks for contamination associated with ancillary components used in the test method.